Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000304433 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 800699. The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They states the harvester was having trouble with (cannula and btt) tunnel distention and difficulty seeing the vein during dissection and harvesting the branches. Co2 were per the IFU. They changed insufflating tubing and no change. They also opened a new kit and didn't see any improvement. They also submerged the distal end of the insufflating tubing into a bowl of saline and did note bubbling, indicating they had flow of co2. No procedural delay. No injury/harm to the patient.